Event description:
It was reported that the patient¿s efficacy was not as good as it had been. During a routine pump replacement, the surgeon noted some clear fluid in pocket and a leak at the pump connector site at the suture groove. The connector was replaced with a section of an 8731sc. No diagnostic testing was required. The patient was reported as alive without injury. The patient¿s dose was decreased by 50% post-operative due to finding the leak intra-operatively. This device system delivered compounded baclofen and morphine.

Manufacturer narrative:
Product ID: 8703w, lot# l69617, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. Product ID: 8703w, lot# l69911, implanted: (B)(6) 1999, product type: catheter. (B)(4).